Event description:
It was reported to boston scientific corporation that a zipwire guidewire was used during a cystoscopy with pyelogram, ureteroscopy with ureteral stent placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the tip of the guidewire detached inside the patient and was retrieved successfully. The procedure was completed with another zipwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of guidewire tip detached. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination of the returned guidewire revealed that it appeared complete and intact with no indication of anything ¿broke off¿. A large radius bend was noted over the distal 8.0cm, consistent with tensile loading. The flexible distal end was normal and has unremarkable flexibility. The specimen coating was worn and abraded, consistent with the clinical use. The condition of the returned incident device showed no evidence of the alleged issue which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a zipwire guidewire was used during a cystoscopy with pyelogram, ureteroscopy with ureteral stent placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the tip of the guidewire detached inside the patient and was retrieved successfully. The procedure was completed with another zipwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.